Event description:
It was reported that the patient underwent a pump exchange on 05feb2021 due to the driveline damage and short to shield occurring.

Manufacturer narrative:
Section b5: the patient's pump exchange on 05feb2021 was originally reported in related manufacturer report number 2916596-2021-00897. Manufacturer¿s investigation conclusion the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log file. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. Multiple low speed and pump stop events were observed throughout the files. The low speed and pump stop events were observed while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline (dl) cut approximately 8 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. Visual examination of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. No damage was observed to the outer silicone jacket of the driveline. The bionate layer was unremarkable. Visual inspection of the metal braided shield revealed breakdown approximately 2.5 inches from the pump housing. The removal of the bionate layer showed significant wear to that area. Upon removal of the metal braided shielding, breaches were observed to the red and orange wires approximately 2¿ from the pump housing, exposing the inner conductors. Although a specific cause for the observed damage could not conclusively be determined, it appeared consistent with wire fatigue due to abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground would have resulted in the reported pump stop events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Lastly, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module or mobile power unit (mpu) when sleeping; otherwise, the alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low voltage alarms were observed since 25dec2020 with several low flows down to 0 lpm. Patient felt noticeable speed drop. Able to visualize speed drop and flow drop on controller. Patient had been sleeping on batteries since monday. Review of the submitted log files captured several periods of low speed, pump off and low flow events going back to 06jan2020 and also noted on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No low voltage events were noted in the log. All of these occurred while connected to the patient cable. X-rays of percutaneous lead did not reveal any areas of shield breakdown in the images provided.